Event description:
Or surgeon contacted clinical risk management regarding an unintended retained foreign body (urfb) that was identified perioperatively during a right nephrolithiasis. The urfb was left in during a right kidney percutaneous nephrolithotomy in 2014. The surgeon was unable to remove the urfb device left in the patient. The patient and family members were notified and risk mgt. Began process of notifying state agencies as required. Radiographic examination of the urfb noted a fragmented 5cm lenght of 0.018" nitinol wire, most likely part of an introducer procedure kit.